Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 06-jun-2016 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in 2015. The physician reported that the patient experienced intolerance problems which were imputable to essure for her. Essure was inserted without difficulties and placement control performed via plain abdomen x-ray. She experienced feeling of left leg paralysis, tingling, ovarian cyst, vertigo, extreme fatigue, swollen legs, breathlessness, vaginal mycosis, cystitis, depression, acnea, back pain and taste alteration. No further information provided. Quality-safety evaluation of ptc received on 12-aug-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm, any quality defect or device malfunction at this lime. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Follow-up received on 09-nov-2016: the patient's medical history included appendectomy, liposuction after buttock lift. The patient is smoker (consumption at 7 or 8 cigarettes a day) and nulli gravida. The patient's drug history included stilnox for insomnia and roaccutane for acne. The patient had no notable familial history. No current contraception was reported. On (B)(6) 2015 the patient had essure inserted. The medical report on 20-feb-2016 stated the procedure, as well as the recovery phase, were unremarkable, the patient was discharged with the following treatment: ketoprofen 50, one tablet up to 3 times daily, tramadol 50, one tablet up to 4 times daily, paracetamol 500, two capsules up to 3 times daily, omeprazole 20, one tablet in evening for as long as inflammatory treatment. Abdominal plain film in (B)(6) 2016 showed correct position of device. The medical report from (B)(6) 2016 stated that the patient complained about abdominal bloating, episodes of headache, not feeling well, pelvic pain, a metallic taste in her mouth, weight gain, urinary incontinence, lower back pain and multiple joint pains. She consulted a psychiatrist, thinking that she was having a nervous breakdown; however this did not seem to be the case. All of the symptoms appeared after the surgical procedure, she saw a connection with implantation of the system. The medical report from (B)(6) 2016 stated allergy tests were performed which came back clearly positive for nickel. The surgical report from (B)(6) 2016 reported subtotal hysterectomy with bilateral salpingectomy by the laparoscopic approach due to major nickel allergic syndrome after placement of essure inserts in (B)(6) 2015. Abdominal cavity was strictly normal. Numerous adhesions of omentum and parietal peritoneum were present in the peri-appendicular region and right flank. A non-serous myoma of small volume was present in the uterine fundus. The adnexa were normal. The inserts were not apparent. The retro-uterine pouch was normal with no infectious, post-operative or endometriotic lesions. Subtotal hysterectomy was performed as a single block so as to avoid dispersing metal fragments the medical record from (B)(6) 2016 showed that the fallopian tubes each contained an insert. No signs of perforation. Conclusion: fibroids in uterus, lined with proliferative endometrium, congestion of fallopian tubes and no suspect signs of malignancy. On (B)(6) 2016, three months after the hysterectomy, the patient reported a clear improvement with resolution of back pain, dyspnoea and dyspareunia. A feeling of abdominal bloating persisted and weight gain ((B)(6) this day). It is possible that all of the symptoms are not related to her ligation as well. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-nov-2016 for the following meddra preferred terms: allergy to metals: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this medically confirmed spontaneous report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted. Eight months after essure insertion, she had a subtotal hysterectomy with bilateral salpingectomy by the laparoscopic approach due to major nickel allergic syndrome allergy to metals is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy which may induce allergic reactions in patients with nickel sensitivity. Therefore, a causal relationship between the allergy to metals and essure therapy cannot be excluded. This case is regarded as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 06-jun-2016. The most recent information was received on 09-jul-2019. This spontaneous case was reported by a gynecologist and describes the occurrence of allergy to metals ('major nickel allergic syndrome/ strong allergy to essure implants (allergy test positive for nickel)') in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, liposuction and nulli gravida. The patient had no notable familial history. No current contraception was reported. Previously administered products included for acne: roaccutane; for insomnia: stilnox. Concurrent conditions included smoker (7 or 8 cigarettes a day). Concomitant products included ketoprofen, omeprazole, paracetamol and tramadol. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain") and vulvovaginal pruritus ("vaginal itching"), 1 day after insertion of essure. In 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). In 2018, the patient experienced fibromyalgia ("fibromyalgic syndrome"). On an unknown date, the patient experienced dysgeusia ("metallic taste in her mouth"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), abdominal distension ("abdominal bloating"), headache ("episodes of headache"), vulvovaginal mycotic infection ("vaginal mycosis"), device intolerance ("intolerance problems"), ovarian cyst ("ovarian cyst"), cystitis ("cystitis"), migraine ("intense migraine"), fatigue ("extreme fatigue"), arthralgia ("multiple joint pain/ joint pain"), limb discomfort ("feeling of left leg paralysis"), paraesthesia ("tingling/ pain like electric discharges"), vertigo ("vertigo"), peripheral swelling ("swollen legs"), dyspnoea ("breathlessness/ shortness of breath "), acne ("acnea"), malaise ("not feeling well/ constant sensation of having her head in a vice "), urinary incontinence ("urinary incontinence/ urinary leakage "), fall ("falls"), burning sensation ("hands burn/ burning sensation all over the body"), speech disorder ("speech disorders"), asthenia ("asthenia"), tremor ("hand tremors"), vision blurred ("blurry vision"), memory impairment ("memory lapses"), loss of personal independence in daily activities ("difficulties performing activities of daily living"), depression ("depression ") and disturbance in attention ("difficulties concentrating ") and was found to have weight increased ("weight gain (from 54 kg to 80 kg)/ weight gain "). The patient was treated with surgery (urgent subtotal hysterectomy with bilateral salpingectomy by laparoscopy and essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the allergy to metals, headache, vulvovaginal mycotic infection, device intolerance, ovarian cyst, cystitis, migraine, fatigue, dysgeusia, limb discomfort, vertigo, peripheral swelling, acne, malaise, urinary incontinence, fall, fibromyalgia, vision blurred, memory impairment, loss of personal independence in daily activities, depression and disturbance in attention outcome was unknown, the dyspareunia, abdominal pain, back pain, vulvovaginal pruritus and dyspnoea had resolved and the abdominal distension, arthralgia, paraesthesia, weight increased, burning sensation, speech disorder, asthenia and tremor had not resolved. The reporter provided no causality assessment for abdominal pain, asthenia, burning sensation, depression, disturbance in attention, dyspareunia, fall, fibromyalgia, loss of personal independence in daily activities, memory impairment, migraine, speech disorder, tremor, vision blurred and vulvovaginal pruritus with essure. The reporter considered abdominal distension, acne, allergy to metals, arthralgia, back pain, cystitis, device intolerance, dysgeusia, dyspnoea, fatigue, headache, limb discomfort, malaise, ovarian cyst, paraesthesia, pelvic pain, peripheral swelling, urinary incontinence, vertigo, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure was inserted without difficulties. She consulted a psychiatrist, thinking that she was having a nervous breakdown; however this did not seem to be the case. All symptoms appeared after the surgical procedure, she saw a connection with implantation of the system. According to the reporter, the patient considers her intolerance problems imputable to essure. It is possible that all of the symptoms are not related to her ligation as well. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2016: placement control: correct position of device. Allergy test - on (B)(6) 2016: clearly positive for nickel. Laparoscopy - on (B)(6) 2016: abdominal cavity strictly normal, numerous adhesions of omentum and parietal peritoneum present in the peri-appendicular region and right flank. Presence of a non-serous myoma of small volume in the uterine fundus. Normal adnexa. Inserts not apparent. Normal retro-uterine pouch without infectious, post-operative or endometriotic lesions. Subtotal hysterectomy performed as a single block to avoid dispersing metal fragments. Pathology test - on (B)(6) 2016: fallopian tubes each contained an insert. No signs of perforation. Conclusion: fibroids in uterus, lined with proliferative endometrium, congestion of fallopian tubes and no suspect signs of malignancy. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra pt can be provided. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-jul-2019: duplicate case information identified by regulatory authority and transferred to this case. Patient also experienced blurry vision, memory lapses, difficulties performing activities of daily living, constant sensation of having her head in a vice, depression and difficulties concentrating. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Most recent follow-up information incorporated above includes: on 8-dec-2016: following request for batch number, the physician reported that the only thing he found was serial number: (B)(4). (B)(4). No further information was expected. On 8-dec-2016: quality safety evaluation of ptc was updated. Company causality comment: this medically confirmed spontaneous report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted. Eight months after essure insertion, she had a subtotal hysterectomy with bilateral salpingectomy by the laparoscopic approach due to major nickel allergic syndrome allergy to metals is anticipated in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy which may induce allergic reactions in patients with nickel sensitivity. Therefore, a causal relationship between the allergy to metals and essure therapy cannot be excluded. This case is regarded as incident because device removal was required. A product quality defect could not be confirmed but is considered plausible. No further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of allergy to metals ('major nickel allergic syndrome') and motor dysfunction ('functional disability of the hands') in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, liposuction and nulli gravida. The patient had no notable familial history. No current contraception was reported. Previously administered products included for acne: roaccutane; for insomnia: stilnox. Concurrent conditions included tobacco user. Concomitant products included ketoprofen, omeprazole, paracetamol and tramadol. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced vulvovaginal pruritus ("vaginal itching"), abdominal pain ("abdominal pain") and back pain ("back pain/ lower back pain"), 1 day after insertion of essure. In 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). In 2018, the patient experienced fibromyalgia ("fibromyalgic syndrome"). On an unknown date, the patient experienced dysgeusia ("metallic taste in her mouth"). On an unknown date, the patient experienced motor dysfunction (seriousness criterion disability), migraine ("intense migraine"), fatigue ("extreme fatigue"), arthralgia ("multiple joint pain"), limb discomfort ("feeling of left leg paralysis"), device intolerance ("intolerance problems"), paraesthesia ("tingling/ pain like electric discharges"), ovarian cyst ("ovarian cyst"), vertigo ("vertigo"), peripheral swelling ("swollen legs"), dyspnoea ("breathlessness"), vulvovaginal mycotic infection ("vaginal mycosis"), cystitis ("cystitis"), acne ("acnea"), abdominal distension ("abdominal bloating"), headache ("episodes of headache"), malaise ("not feeling well"), pelvic pain ("pelvic pain"), urinary incontinence ("urinary incontinence"), dyspareunia ("dyspareunia"), fall ("falls"), burning sensation ("hands burn"), speech disorder ("speech disorders") and asthenia ("asthenia") and was found to have weight increased ("weight gain (from 54 kg to 80 kg)"). The patient was treated with surgery (urgent subtotal hysterectomy with bilateral salpingectomy by laparoscopy and essure removal). Essure was removed in june 2016. At the time of the report, the allergy to metals, migraine, fatigue, dysgeusia, arthralgia, limb discomfort, device intolerance, ovarian cyst, vertigo, peripheral swelling, vulvovaginal mycotic infection, cystitis, acne, headache, malaise, urinary incontinence, fall and fibromyalgia outcome was unknown, the motor dysfunction, paraesthesia, abdominal distension, weight increased, burning sensation, speech disorder and asthenia had not resolved and the vulvovaginal pruritus, abdominal pain, back pain, dyspnoea and dyspareunia had resolved. The reporter provided no causality assessment for abdominal pain, asthenia, burning sensation, dyspareunia, fall, fibromyalgia, migraine, motor dysfunction, speech disorder and vulvovaginal pruritus with essure. The reporter considered abdominal distension, acne, allergy to metals, arthralgia, back pain, cystitis, device intolerance, dysgeusia, dyspnoea, fatigue, headache, limb discomfort, malaise, ovarian cyst, paraesthesia, pelvic pain, peripheral swelling, urinary incontinence, vertigo, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure was inserted without difficulties and placement control performed via plain abdomen x-ray. She consulted a psychiatrist, thinking that she was having a nervous breakdown; however this did not seem to be the case. All of the symptoms appeared after the surgical procedure, she saw a connection with implantation of the system. According to the reporter, the patient considers her intolerance problems imputable to essure. It is possible that all of the symptoms are not related to her ligation as well. The surgical report from 17-jun-2016 reported abdominal cavity was strictly normal. Numerous adhesions of omentum and parietal peritoneum were present in the peri-appendicular region and right flank. A non-serous myoma of small volume was present in the uterine fundus. The adnexa were normal. The inserts were not apparent. The retro-uterine pouch was normal with no infectious, post-operative or endometriotic lesions. Subtotal hysterectomy was performed as a single block so as to avoid dispersing metal fragments. The medical record from 28-jun-2016 showed that the fallopian tubes each contained an insert. No signs of perforation. Conclusion: fibroids in uterus, lined with proliferative endometrium, congestion of fallopian tubes and no suspect signs of malignancy. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in february 2016: correct position of device.. Allergy test - on 09-jun-2016: clearly positive for nickel.. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra lit can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-jun-2019: report from pharmacist (new reporter); essure lot number (unknown); essure indication (permanent contraception); onset date of events lower back pain (14-oct-2015); previous reported event tingling update to tingling/ pain like electric discharges; new adverse events (vaginal itching, abdominal pain, intense migraines, fibromyalgic syndrome, hands burn, functional disability of the hands, speech disorders, and asthenia); and outcome of event tingling/ pain like electric discharges (ongoing). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of allergy to metals ('major nickel allergic syndrome') in a 45-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, liposuction and nulli gravida. The patient had no notable familial history. No current contraception was reported. Previously administered products included for acne: roaccutane; for insomnia: stilnox. Concurrent conditions included smoker (7 or 8 cigarettes a day). Concomitant products included ketoprofen, omeprazole, paracetamol and tramadol. On (B)(6) 2015, the patient had essure inserted. On (B)(6)-2015, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain/ lower back pain") and vulvovaginal pruritus ("vaginal itching"), 1 day after insertion of essure. In 2016, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). In 2018, the patient experienced fibromyalgia ("fibromyalgic syndrome"). On an unknown date, the patient experienced dysgeusia ("metallic taste in her mouth"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), abdominal distension ("abdominal bloating"), headache ("episodes of headache"), vulvovaginal mycotic infection ("vaginal mycosis"), device intolerance ("intolerance problems"), ovarian cyst ("ovarian cyst"), cystitis ("cystitis"), migraine ("intense migraine"), fatigue ("extreme fatigue"), arthralgia ("multiple joint pain"), limb discomfort ("feeling of left leg paralysis"), paraesthesia ("tingling/ pain like electric discharges"), vertigo ("vertigo"), peripheral swelling ("swollen legs"), dyspnoea ("breathlessness"), acne ("acnea"), malaise ("not feeling well"), urinary incontinence ("urinary incontinence"), fall ("falls"), burning sensation ("hands burn"), speech disorder ("speech disorders"), asthenia ("asthenia") and tremor ("hand tremors") and was found to have weight increased ("weight gain (from 54 kg to 80 kg)"). The patient was treated with surgery (urgent subtotal hysterectomy with bilateral salpingectomy by laparoscopy and essure removal). Essure was removed on (B)(6)-2016. At the time of the report, the allergy to metals, headache, vulvovaginal mycotic infection, device intolerance, ovarian cyst, cystitis, migraine, fatigue, dysgeusia, limb discomfort, vertigo, peripheral swelling, acne, malaise, urinary incontinence, fall and fibromyalgia outcome was unknown, the dyspareunia, abdominal pain, back pain, vulvovaginal pruritus and dyspnoea had resolved and the abdominal distension, arthralgia, paraesthesia, weight increased, burning sensation, speech disorder, asthenia and tremor had not resolved. The reporter provided no causality assessment for abdominal pain, asthenia, burning sensation, dyspareunia, fall, fibromyalgia, migraine, speech disorder, tremor and vulvovaginal pruritus with essure. The reporter considered abdominal distension, acne, allergy to metals, arthralgia, back pain, cystitis, device intolerance, dysgeusia, dyspnoea, fatigue, headache, limb discomfort, malaise, ovarian cyst, paraesthesia, pelvic pain, peripheral swelling, urinary incontinence, vertigo, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: essure was inserted without difficulties. She consulted a psychiatrist, thinking that she was having a nervous breakdown; however this did not seem to be the case. All symptoms appeared after the surgical procedure, she saw a connection with implantation of the system. According to the reporter, the patient considers her intolerance problems imputable to essure. It is possible that all of the symptoms are not related to her ligation as well. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in february 2016: placement control: correct position of device. Allergy test - on (B)(6) 2016: clearly positive for nickel. Laparoscopy - on (B)(6) 2016: abdominal cavity strictly normal, numerous adhesions of omentum and parietal peritoneum present in the peri-appendicular region and right flank. Presence of a non-serous myoma of small volume in the uterine fundus. Normal adnexa. Inserts not apparent. Normal retro-uterine pouch without infectious, post-operative or endometriotic lesions. Subtotal hysterectomy performed as a single block to avoid dispersing metal fragments. Pathology test - on (B)(6)-2016: fallopian tubes each contained an insert. No signs of perforation. Conclusion: fibroids in uterus, lined with proliferative endometrium, congestion of fallopian tubes and no suspect signs of malignancy. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra pt can be provided. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new information from pharmacist: the event "functional disability of the hands" was described by the patient as paraesthesia, hand tremors, joint pain and difficulty in using her hands. Regarding the events outcome, removal of the two essure devices performed in june 2016: the patient currently has the following symptoms: pain like electric shocks, burning hands, functional disability of the hands, speech difficulties, asthenia. On (B)(6) 2019: no new information. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.